Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported that upon transfer of the automated impella controller (aic), the impella 5.5 experienced impella undetectable error. Staff tried to connect the catheter back to the original aic and the catheter still was undetectable. The issue persisted despite switching consoles. The patient survived the event.